Event description:
It was reported hf sensor exhibited inaccurate measurements. The patient's clinic wanted to confirm the validity of the pressure sensor readings. The sensor was recalibrated via echocardiogram on (B)(6) 2018 where in the mean was increased by 29.3 mmhg. Accurate readings were observed under the manufacturer's patient care network database.